Event description:
It was reported that the lens vaulted asymmetrically approximately 2 weeks post implant. The surgeon indicated that the likely cause of the event was aggressive phimosis of the capsular bag. The surgeon is evaluating treatment options. This report refers to the patient's left eye. Reference MDR# 1313525-2015-01990 for the lens implanted in the patient's right eye.

Manufacturer narrative:
The lens was not available for evaluation. One retain sample from the same lot (7369109) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.